Manufacturer narrative:
H6) additional information was received indicating that there was no patient injury.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was alarming "cassette not attached properly. Reattach cassette" when the device is taken off the set and the latch is closed. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed occurrences of "cassette not attached properly" alarms. Functional testing included no disposable alarm testing. The reported issue was not duplicated during the investigation. Despite evidence of the reported alarm in the event history log, based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as a preventive measure; there was a possibility of downstream occlusion sensor drifting due to excessive loctite. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured jan. 2019, and is out of warranty therefore, no manufacturing DHR review is needed